Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at a recent check-up for right ventricular (rv) lead issues, they found oversensing of the ventricular beat on the right atrial (ra) lead. The post-ventricular atrial blanking period was adjusted to 85ms to resolve the issue. The physician decided the rv lead needed to be explanted and replaced, and during the procedure it was found that the ra lead was fibrosed to the rv lead. During attempt to remove the rv lead, the ra lead was dislodged and had poor sensing. The physician decided to explant and replace the ra lead. The patient tolerated the procedure well with no complications.